Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted with an upper respiratory infection and cough. The patient developed a right lower rectus sheath hematoma. Anticoagulation medication was temporarily stopped secondary to the hemorrhage. Pump power spikes greater than 10 watts were observed. The pump power elevations stopped after the patient was treated with a bivalirudin infusion. No additional information was provided. The power elevations were not associated with the patient's respiratory symptoms.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the pump power spikes have stopped. Pump power and estimated pump flow were not accurate nor dynamic. An echocardiogram with increased lvad speed showed that the left ventricle (lv) size and pulsatility index did not decrease, and pump power did not increase. Lv thrombus with substantial inflow obstruction was suspected. The patient began demonstrating right ventricular dysfunction and inotrope gttp was initiated. At this time, treatment involved bivalirudin gttp, aspirin, and clopidogrel from (B)(6) 2017. On the 7th day of bivalirudin, the patient¿s lactate dehydrogenase (ldh) level continued to rise, peaking at 1303 u/l; lvad function remained poor with virtually no lvad dynamics. Treatment course was then changed to heparin gttp, aspirin, and cangrelor gttp for the next 7 days from (B)(6) 2017 with only minimal decline in ldh from 1303 u/l down to 1112 u/l. At that time, poor lvad function remained. The treatment plan was changed once more on (B)(6) 2017 to heparin gttp, aspirin, and ticagrelor. Over the next 7 days from (B)(6) 2017, ldh declined down to 644 u/l and the lvad slowly regained dynamic function with lvad parameters eventually returning to baseline. The patient was eventually weaned off of inotropes and discharged home on (B)(6) 2017 on heparin injections after requiring aggressive physical therapy / cardiac rehabilitation. The patient was seen in outpatient clinic on (B)(6) 2017 and the ldh was 543 u/l with appropriate and dynamic lvad parameters that correlated with mean arterial pressures. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. Although the report of pump power elevations was confirmed based on review of the submitted log file, a specific root cause could not conclusively be determined through this evaluation. A direct correlation between the pump and the reported events, including suspected left ventricular thrombus with inflow obstruction could not be conclusively determined. It was reported that anticoagulation had been held due to a right lower rectus hematoma. Subsequent pump power elevations were noted, which resolved with a bivalirudin infusion, followed by heparin, aspirin and ticagrelor. Device thrombosis, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.